Manufacturer narrative:
B3 - date of event was requested, but not provided, therefore the date of the event will be when the information was received, (B)(6), 2024. The instructions for use (IFU) for the gore® seamguard® bioabsorbable staple line reinforcement state: potential device or procedure-related adverse events possible adverse reactions and complications that may occur with the use of gore®seamguard® bioabsorbable staple line reinforcement or in any endoscopic surgical procedure and may require intervention include, but are not limited to (shown in english alphabetical order): ¿ adhesions ¿ blood loss ¿ hematoma ¿ infection ¿inflammation ¿ leaks. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported, dr. Eichler has experienced three procedures recently where there was infection and abscess at the staple line. This is a complication he doesn¿t typically see with such frequency. This has led him to investigate potential sources of contamination, and/or rule out contributing factors. The procedures were all duodenal switches and gore® seamguard® bioabsorbable staple line reinforcement was used on the duodenal transection. Additional products used in the procedure include an ethicon stapler, and baxter peri-strips staple line reinforcement on the gastric pouch. It was reported there was a re-operation and no pre-existing infection in the location of the device or surrounding adjacent tissues. Reportedly, the color cartridge being used was white and the infection did occur at the anastomosis. It was reported the infection was treated with reoperation (washout).

Manufacturer narrative:
B3 - date of adverse event - (B)(6) 2023. D6. A - implant date - (B)(6) 2023. The instructions for use (IFU) for the gore® seamguard® bioabsorbable staple line reinforcement state: potential device or procedure-related adverse events possible adverse reactions and complications that may occur with the use of gore®seamguard® bioabsorbable staple line reinforcement or in any endoscopic surgical procedure and may require intervention include, but are not limited to (shown in english alphabetical order): ¿ adhesions ¿ blood loss ¿ hematoma ¿ infection ¿inflammation ¿ leaks w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.